Event description:
Customer reported that she had recently been experiencing low blood glucose levels. Customer reported recently having a blood glucose level of 62 mg/dl which she treated with a glucose tablet. Blood glucose level was 195 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.